Manufacturer narrative:
(B)(4). Batch # n56f8n. Device evaluation: the analysis results showed that one ecr60d reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify the issue with the device? Powered echelon with the ecr60d did not work and open the jaw. After user changed the reload, the device worked. Was there an issue identified while the device was in packaging? If yes, please explain. No. It happened with powered echelon. Was the packaging damaged? No, it was not. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify if the device was stuck on tissue when it would not open? If yes, how was the device removed from tissue? Was the device eventually able to be opened as you have stated another reload was able to be used?

Event description:
It was reported that during an unknown procedure, the product was not opened; so surgeon could not use it. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # ==> (B)(4). Reportable event: MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information requested and received: how was the device removed from tissue? Was the device eventually able to be opened as you have stated another reload was able to be used? Once the knife did not go forward, the user used reverse button and opened the jaw. After he change the reload, the device worked.